Event description:
It was reported through the filing of a lawsuit that the plaintiff was allegedly implanted with a left cartiva device, which later required revision surgery with removal of the implant and toe fusion.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs. No additional information is available due to ongoing litigation. If additional information becomes available, a supplemental report will be submitted.